Event description:
A surgeon reported that when changing from phaco handpiece to irrigation handpiece a system message was displayed. The system didn't build up a good pressure. The event occurred during phaco phase. The surgeon also reported that he assumed that the system measured a higher pressure internally than the one that was really in the eye at the time of the event. The surgeon reported that to solve this issue he put up the pressure. The surgeon reported that this event happened several times and the issue keeps occurring. This report is from a pool of pts with unk event dates. Add'l info has been requested but not received to date.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. Add'l info has been requested but not received to date: (B)(4).